Event description:
During final tightening of a screw into hard bone at s1, the hex tips of the split tip driver sheared off and remain in the screw head. The u-joint awl was used to prep the screw hole; however, a guide was not used. The surgeon chose to leave the tip in the patient. There was one minute of surgical extension, but no patient harm occurred as a result.